Event description:
It was reported that during a lap cholecystectomy procedure, the bag had no lateral seam and the gall bladder fell through. The procedure was completed with another like device. There were no pt consequences.